Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had yellow lines through the image. The issue was identified during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation found image issue (yellow lines through the image) due to faulty ccd. Additionally, during device evaluation found sliced cable and failed leak test. Based on device evaluation, the reported issue was found to be due to faulty ccd. The root cause cannot be conclusively identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had yellow lines through the image. The issue was identified during preparation for use. There were no reports of patient harm.